Event description:
It was reported that before an unknown procedure, the endoscopic clip applier looks like it has a crack on the working end, which hasn't been opened. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: where was the crack on the working end of device (jaws, plastic nose behind jaws, rotation knob, or handle)? How was case completed?